Event description:
It was reported that the patient continued to have elevated lactate dehydrogenase (ldh) levels despite inpatient drip and fluids. A log file review was requested. Technical services (ts) reviewed the log file and observed one lone instance of elevated power (12.9 watts) on (B)(6) 2020 at 12:02. The higher power was associated with a pulsatility index (pi) event. Ts reported that, overall, the pump power and pi levels were stable throughout the log. No other unusual events were noted. Additionally, the customer reported that no non-device related causes for the patient's elevated ldh were identified. The device reportedly operated as expected. A computed tomography angiography (cta) showed no evidence of outflow graft obstruction obstruction, but it did show increasing size of a known ascending aortic aneurysm. The patient stated that he has had more shortness of breath and fatigue the last few months but is unchanged recently. The patient is not a surgical candidate due to too many high risk factors.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, review of the log file provided by the account confirmed a transient elevation in pump power and flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file contained data from 01:01:27 on (B)(6) 2020 through 08:11:41 on (B)(6) 2021, per the timestamps. One transient elevation in pump power and estimated flow was observed at 12:02:30 on (B)(6) 2021, with power and flow recorded at 12.9 watts ad 12.0 lpm, respectively. This elevation appeared to be associated with the increase of the pump¿s fixed speed to 11000 rpm as well as a pi event. No further significant fluctuations in pump parameters were observed. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook document are currently available. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.